Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical procedure to revise this inflatable penile prosthesis (ipp) due to the patient wanting larger cylinders and less floppy of an erection, the device was working fine. The ipp cylinders were explanted and replaced with a longer ipp cylinder. The patient is expected to fully recover following the procedure.